Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side "rupture" and "deformity of the left breast, with permanent pain." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6(b), h6.

Event description:
Healthcare professional reported the device has been explanted.